Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and no lot details provided. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges watering and swelling with decreased vision in the right (os). Patient alleges emergency medical attention was sought the day after symptoms began and she was diagnosed with a bacterial infection of the right (os) eye. Good faith efforts have been made to obtain medical information without success. This event is being reported out of an abundance of caution due the allegations of an eye infection, incomplete diagnosis, lack of medical information, and unknown resolution.